Event description:
Healthcare professional reported a lap-band system was explanted due to an "erosion."

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2013. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. No additional information has been reported to allergan regarding the serial number, model number, the implant date or patient data. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required."